Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the reservoir krt (kink resistant tubing) tubing at the strain relief appeared crushed/flattened by tool damage, it did not leak, passing the leakage test. Both cylinders were also analyzed; the analysis of the first cylinder detected it had a hole in the proximal end of the cylinder from sharp instrument, this cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinders were tested too. The leakage test for first cylinder informed it had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder successfully passed leakage test. The reported allegation of mechanical issue was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was implanted in may 2024, then, in july, it was found that the pump was difficult to press. After this, in december, it was found that the pump did not rebound after pressing, and later tests did not rebound. Finally, during a surgical procedure in 2025, it was determined the device connection was intact and there was water in the ballon, but the pump did not rebound at all, so it was replaced. There were no further patient complications.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was implanted in (B)(6) 2024, then, in (B)(6) 2024, it was found that the pump was difficult to press. After this, in (B)(6) 2024, it was found that the pump did not rebound after pressing, and later tests did not rebound. Finally, during a surgical procedure in 2025, it was determined the device connection was intact and there was water in the balloon, but the pump did not rebound at all, so it was replaced. There were no further patient complications.